Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had an impella cp inserted for non-st elevated myocardial infarction. During insertion, the patient went from asystole to ventricular fibrillation (vfib). The patient was defibrillated multiple times and finally came out of vfib into normal sinus rhythm. The pump was eventually escalated to an impella 5.5.